Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range impedance below 20 ohms. Ts advised in office review of the system. No adverse patient effects were reported. This lead remains in service.